Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the upper gi during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon would not fully deflate. Reportedly, too much effort was put in pulling the device out of the patient. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1149 captures the reportable event of balloon failed to deflate. Block h10: investigation results a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and looked normal. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated and deflated completely without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. Additionally, there was no occlusion noted on the device. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the upper gi during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon would not fully deflate. Reportedly, too much effort was put in pulling the device out of the patient. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.